Event description:
It was reported that the catheter fell out of the patient after day of use. While checked, it was found that the balloon of the catheter was burst. The patient did not felt any discomfort. After the problem occurred, patient was observed for urine drainage and increased mental pressure. The catheter was removed and balloon of the catheter was complete.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient after day of use. While checked, it was found that the balloon of the catheter was burst. The patient did not felt any discomfort. After the problem occurred, patient was observed for urine drainage and increased mental pressure. The catheter was removed and balloon of the catheter was complete.